Manufacturer narrative:
Pt info: unk. (Expiration date): unk, no serial number reported. Implant date:unk. Explant date: unk. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter stated that an implantable collamer lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.